Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts.

Event description:
It was reported that during central processing, the plastic casing holding of the jaws was melted for maryland bipolar forceps. There was no report of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified during the reprocessing process. The instrument was inspected for damage prior to reprocessing and there was nothing that was noted out of the ordinary. The instrument was inspected prior to its last use and there was nothing noted out of the ordinary. No arcing was observed. No damage was noted after the procedure.